Event description:
Three packs had free floating styrofoam.

Manufacturer narrative:
The sample in not available for examination by deroyal. The vendor for the styrofoam tray, (B)(4), has been notified of this issue. Foam trays have been removed from all finished goods at deroyal, and replaced by plastic platform trays.